Event description:
It was reported the patient received the following results within 15 minutes: 296 mg/dl, 206 mg/dl, 122 mg/dl, 472 mg/dl, 390 mg/dl, 197 mg/dl, 232 mg/dl, 221 mg/dl, 344 mg/dl, 305 mg/dl, 139 mg/dl, 141 mg/dl, 203 mg/dl and 308 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.